Event description:
It was reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the wall adapter into a working outlet for at least 30 minutes, after which the pump began charging with the original charging supplies, and no further assistance was required.